Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn: (B)(6) at the customer site. The reported complaint of the thermogard system not heating up as specified was not confirmed in the system's log data files or during functional testing. No device malfunction was found, and the thermogard console functioned as intended. Reviewing the system's log data files didn't show issues or error messages. The thermogard ivtm system passed all functional tests and performed within specification without a fault or error. Following service, including preventative maintenance actions, the thermogard system passed all testing criteria.

Event description:
The customer reported the thermogard xp ivtm system (sn: (B)(6) does not heat up as specified. Despite the rewarming setting, the system has cooled down. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.